Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was working intermittently. Issue began one month ago. Down button will occasionally respond if it is pressed and held down. Patient has used this infusion device for approximately 2 years and delivers 4 boluses per day. Infusion device was not dropped or exposed to water or insulin ingress. Button is raised and pops up after being pressed, but it does not produce beeps or vibrations. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.